Event description:
The patient stated the up arrow button does not always activate desired pump functions when pressed. The patient said she would discontinue pump therapy and follow a backup plan due to the issue. There was no evidence of misuse of the product. The issue was not resolved through troubleshooting. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling. The "ok" "down" and contrast buttons were found to be intermittently responding. The "up" button was found to be unresponsive. The keypad was removed and contamination was observed under all of the button contacts. The bolus button was found to be unresponsive. Unrelated to the event the battery compartment was found to be cracked.